Event description:
During the first application to the rspv, at 111 seconds, the pacing of the right diaphragm faded. The application was terminated and the arctic front catheter was warmed and removed. Capture of the right diaphragm was unable to be obtained for the rest of the procedure (about 1 hour). This resolved within 14 hours.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.